Event description:
The reporter stated that the keypad buttons were sticking a week ago. There was reportedly no water exposure to the pump and no damage to the keypad. The patient reportedly wore the pump in a pump skin, attached to a belt and used a damp cloth to clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.